Event description:
The pocket fill was confirmed by the health care provider. It was reported that the patient was doing well and receiving effective therapy.

Event description:
The patient presented more spastic and with a urinary tract infection (uti). Seroma fluid was aspirated from the pocket. There were 6 ml of fluid aspirated from the pump. The volume aspirated from the pocket matched the reservoir volume. The patient was hospitalized. The pump was refilled, the patient recovered and was receiving effective therapy.

Manufacturer narrative:
Catheter model# 8596sc serial# (B)(4) implanted: (B)(6) 2010 explanted: unk; catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2010 explanted: unk.

Event description:
The patient was seen in clinic the week prior for a refill and post-refill developed underdosing symptoms. The physician felt a pocket fill had occurred. Overdose symptoms were not present. During the refill, the drug was changed from lioresal 500mcg/ml to lioresal 2,000mcg/ml. Due to the pocket fill, the physician felt there was not 2,000mcg/ml drug present in the pump and it was planned to do another refill procedure, going back to lioresal 500mcg/ml.

Manufacturer narrative:
(B)(4).